Event description:
The customer stated that he was experiencing high blood glucose. The customer's blood glucose reading was 485 mg/dl. The customer took a manual injection, but his blood glucose remained elevated. The customer stated that he had been hospitalized several times in the last three weeks because of strokes. The customer was taking antibiotics. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he was going to call his doctor and go to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.